Manufacturer narrative:
Investigation concluded that the analyzer did not malfunction. The most possible explanation to the discrepant result is that a clot had entered the analyzer and affected the measurements. Hence the root cause is related to preanalytic sample handling.

Manufacturer narrative:
A2, date of birth is best estimate.

Event description:
According to the complaint, a venous blood sample was measured on an abl90 flex analyzer ((B)(6)), and it turned out that the measured value for parameter ca did not match the patient's condition. The customer immediately carried out another blood sample measurement from the same sample but on another abl90 flex analyzer ((B)(6)) which is located next to (B)(6). Implausible measurement on parameter ca: sample 2831 / 06.05.23 / 09:47 p.m.: ca = 0,77 mmol/l plausible comparison measurement on parameter ca: sample 994 / 06.05.23 / 09:47 p.m.: 1,15 mmol/l.